Event description:
It was reported that helium leak alarms were received during use of this intra aortic balloon and an intra aortic balloon pump. No blood was seen in the tubing and no leak could be identified. The pump was exchanged to another pump. The alarms stopped, but the baseline reportedly began to drop. The following day, the intra aortic balloon was removed. There was no associated pt complications.